Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 04-oct-2017 a field service engineer (fse) found a clog in the injection seal. The fse performed preventive maintenance and cleaned the clog in the injection seal. The g8 was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 04-sep-2016 through 04-oct-2017. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, states the following: number 102 pres limit over. The pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. The operator is instructed to inspect for clogging at filter. Main power must be shut off then turned on again to re-start operations. Number 150 grad sensor: the grad sensor on the pump malfunctioned. The operator is instructed to check the grad sensor. The most probable cause of the reported event was due to a clog in the injection seal.

Event description:
On (B)(6) 2017 a customer reported getting 102 pressure limit over and 150 grad sensor error messages while running patient samples on the g8 instrument. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.